Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the right ventricular lead, a cardiac perforation had occurred. The exact cause of the perforation was unknown and it may have resulted from the implanting sheath. No intervention was reported and the procedure was completed successfully. The patient was noted to be in good condition following the procedure.